Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, this information was not available from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unknown bd vacutainer experienced blood spatter/leakage. Several employees were exposed to blood and were tested for hiv, hepatitis c, and hepatitis b. No employee has tested positive to date. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported blood drips after blood is drawn. Event description per customer's email states, we have had challenges with our butterfly needles when we attach them to vacutainers for blood draws. There is also the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unknown bd vacutainer experienced blood spatter/leakage. Several employees were exposed to blood and were tested for (B)(6). No employee has tested (B)(6) to date. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported blood drips after blood is drawn. Event description per customer's email states, we have had challenges with our butterfly needles when we attach them to vacutainers for blood draws. There is also the issue of blood dropping out of the needle/tubing after the device has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out.